Event description:
The pt was revised and it was discovered that one of the pedicle screws in the construct had fractured below the head of the screw. The construct was removed along with the top portion of the broken screw. The remainder of the broken screw remains in the pt.

Manufacturer narrative:
Pioneer surgical is continuing to request more info for this occurrence. The revision date and circumstances around the revision are unk at this time. The removed portion of the broken screw was sent back to pioneer surgical and was found to be within specification. The risk of a pedicle screw breaking post operatively has been identified and mitigated through design controls prior to the marketing of this device. In the device instructions for use it lists the potential risk of device component fracture and some of the potential causes of this occurring. This is the first reported occurrence for a screw breaking since the product line was market released.